Manufacturer narrative:
(B)(4). The customer reported that while a neonate pt was being monitored on an x2, the device did not alarm. After 1 minute, the x2 also announced an spo2 low inop and then a desat-alarm. The siss monitor announced a bradycardia hr <80 alarm, but the x2 did not alarm for low pulse rate, because the pulse shown on the x2 and the central was >80. The neonate was cyanotic and had bradycardia, and because the neonate became what was described as "lifeless", CPR was administered. The available information is not sufficient to support that there was any philips device malfunction. Philips is reporting this incident only because there was a serious injury while a philips x2 monitor was in use. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that while a neonate pt was being monitored on an x2, the device did not alarm.